Manufacturer narrative:
The customer cancelled the service request, as the customer did not need servicing anymore. The system was manufactured on june 25, 2012. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported problems with the illuminator. No system message displayed. Additional information has been requested.